Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb. 6, 2024 sampling from: distal end unit, instrument / biopsy / suction channel, air / water channel, auxiliary water channel cfu: no detection. The device was evaluated where additional potential adverse events of foreign material remained on the air/water cylinder, air/water tube and auxiliary water tube were noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope was removed from service due to recurring germ colonization and requested it be checked for damage. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.